Event description:
Post-op infection. Doctor treated a patient with lumbar spondylolisthesis using absorbable hemostatic fluid and absorbable hemostatic gauze. The treatment went smoothly, but the patient experienced fever after surgery. The drainage tube was cultured with staphylococcus epidermidis bacteria, and the doctor provided symptomatic treatment such as antibiotic replacement and fluid replacement, with good results. The doctor continuously observes and tracks the patient, and the body temperature is stable without any abnormalities. In the later stage, the sterile concept and operation of bacterial culture operation will be strengthened. Event date: 12/12/2025, procedure date: (B)(6) 2025. Additional information revived on 17.04.2026 stating: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.